Event description:
It has been reported to philips that the system was not booting up. The system was not in clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) inspected the system remotely and confirmed that the system had boot up issue. The review of system log files shows malfunctioning flexvision pc. Upon remote analysis, the rse found issue with bios battery. The customer replaced the bios battery of the flexvision pc. After replacement, the system returned to use in good working order. The codes are updated based on the investigation outcomes. Evaluation method code was corrected.